Manufacturer narrative:
Batch review performed on 09.12.2021. Lot 1904452: (B)(4) items manufactured and released on 12-09-2019. Expiration date: 2024-08-28. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.

Event description:
At 1 year and 7 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.